Event description:
Caller reports finding the customer unresponsive; caller tested the customer using mobile system 1 and result was approximately 4.0 - 5.0 mmol/l. Within minutes of this result, caller tested him on mobile system 2 and result returned as 1.8 mmol/l. Caller treated the customer with food and his low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for mobile system 2. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned a meter with the inserted complained cassette with 2 remaining strips. The investigation unit removed the cassette and place it in a retention meter. The meter skipped the first strip per meter design and also skipped the second test as well leaving no strips left to test. Returned product mishandled by lab.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for mobile system 2. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.